Event description:
A malfunction alarm, identified as malf 0, was reported without any notable prior events. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer with the process. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support again if the issue reappeared.